Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): initial customer call. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
During follow-up call on internal report reference number 151047-1, the customer reported medical intervention while using replacement products. Manufacturer spoke with customer's roommate who stated that the customer had been hospitalized on 02/10/2024 as result of feeling weak due to diabetes. Roommate stated that the customer was still in the hospital and would be taken to a rehabilitation center. Customer is not alleging product defect; roommate stated that the replacement meter and test strips were working as intended for the customer. Roommate did not provide product information (serial number, lot number). No further information was able to be obtained.